Event description:
Pt (B)(6) previous subcutaneous defibrillator experienced a rapid battery depletion. He was deemed appropriate for operative intervention for device removal and replacement. The device that was removed was a boston scientific ICD, model a219, serial# (B)(4).